Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the left ventricular (lv) and right atrial (ra) leads dislodged one day post implant. A revision procedure was performed where the leads were explanted and new leads were implanted. No additional adverse patient effects were reported.